Event description:
A customer reported to baxter (B)(4) a flo-gard blood set in which a leak was observed. According to the report, there was a leak from a kink in the tubing. All connections were confirmed to be secure. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection was performed and revealed a small slit in the tube approximately 7cm above the luer lock. The reported problem was confirmed. The exact root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.